Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test at 4.5 pounds, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump there were no pump error 130 alarms noted during testing. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor, and the motor flex cable on j5/pcb 1 was locked properly. The motor was tested outside of the pump on the ngp stb3 and passed. A test p-cap does lock into place inside the reservoir compartment properly. The pump error 130 alarms located in the history files may have been an intermittent failure that was not detected during our testing. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. Pump error 130 mfda alarms are not confirmed. No pump error 130 alarm was noted during testing and is expected if the pump experienced a strong magnetic field (the pump behaved as expected) and may have been an intermittent failure that was not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Insulin pump had a pump error alarm which was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer was able to clear alarm. Customer was not able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.